Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2013 - pt underwent a cystoscopy and posterior colporrhaphy with placement of bard flat mesh. (B)(6) 2006 - pt underwent mesh excision, revision of sling, cystoscopy with cauterization of bladder lesion and left vulvar biopsy, it was noted that the "mesh was found to be curled up, which probably contributed to the erosion." The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records indicated that three years post-implant the pt underwent mesh removal; at that time it was noted that the "mesh was found to be curled up, which probably contributed to the erosion." The mesh was not returned for an eval into the cause of the alleged condition of the mesh upon explant. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.